Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number remains implanted and was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the pump was repositioned and the low flows resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and available information, the most likely root cause of the low flow event may be attributed to improper positioning of the pump during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after experiencing an episode of dark colored urine and lactate dehydrogenase (ldh) levels > 100 one week ago as a result of hemolysis. Low flow alarms were also noted. The patient had a suspected pump thrombus as indicated by the low flow alarms elevated ldh. Plasma hemoglobin was within normal range. Aspirin and coumadin were continued and intravenous (IV) heparin was started. A ramp echocardiogram with a right heart catheter was completed. The computed tomography angiogram (cta) was negative for thrombus but revealed that the pump inflow cannula was not in optimal position. Coumadin was stopped for pending surgery. The patient was taken to the operating room for thoracotomy, lysis of adhesions, and reposition of the ventricular assist device (vad). Coumadin and aspirin were restarted with a heparin bridge. The low flow alarms resolved and the patient was discharged in stable condition. The vad remains in use. No further patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.